Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and low out of range shock impedance measurements. This rv lead remains in service and no adverse patient effects were reported.